Event description:
It was reported that during an arthroscopy the q-fix anchor broke off staying inside the bone although the sutures remained stuck inside the anchor handle. The procedure was successfully completed using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information ¿d4, h4: lot number, h6: health effect - impact code¿ h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw materials founds that the properties such as length, tenacity, break strength, elongation are certified and verified. A clinical review states a photo of the device was reviewed and confirms the reported anchor breakage, however, does not provide insight into the reported event. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. It has been reported that the anchor stayed inside the patient. The q-fix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.